Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: evaluation of the returned device finds damage to the tibial insert consistent with the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 151640505, lot number hj8320. Device history review: DHR reviewed no deviations or nonconformances were noted. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device to device incompatibility.